Event description:
Patient came to or to have previously inserted breast implants removed. When the doctor opened the breast, she saw that the implant had ruptured some time ago inside of the patient.

Event description:
Patient came to operating room to have previously inserted breast implants removed. When the doctor opened the breast, she saw that the implant had ruptured some time ago inside of the patient.